Manufacturer narrative:
The manufacturer received 10 x-rays for review. The devices were not available for investigation as they remained implanted in the patient. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an anatomical shoulder domeloc, humeral head, ø 46-16 on the left side on (B)(6) 2016. It was stated that the " removal of sidus-hemisprosthesis problem-free with small anterior bone loss. After sizing, alignment and prefixing of the humerus component, the expansion cone was hammered with the impactor into the provisionally locked dome on the mounting block. Following, the humerus component was assembled with the proper stem. However, during implantation of the prosthesis a clear mismatch between resection and implant was found." Surgery was extended for one hour. Note: an e-mail was sent to confirm that the surgeon implanted the product knowing of the mismatch.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. No trend was identified. Event summary: it is reported that during the revision surgery to change a hemi prosthesis (sidus) to an anatomical total shoulder prosthesis, there was an intra-operative issue with the anatomical shoulder domelock. It is reported that after resection, alignment and pre-fixation of the humeral component, the expansion cone was hammered with the impactor into the pre-fixed dome on the mounting block. Afterwards the stem was assembled and during implantation, a mismatch between resection and implant was found. Review of received data: - ten x-rays have been received for evaluation. Three x-rays dated (B)(6) 2016 show the ap, the lateral and axillary view of the shoulder with a sidus implant. The images were taken before the surgery and therefore are considered not relevant for this complaint. The other x-rays are dated (B)(6) 2016 and show the patient shoulder during the revision surgery (fluoroscopic images). The first x-ray was taken at 09:19 hrs. And shows (most probably) the rasp in the humerus. The second x-ray (at 09:28 hrs.) Shows the shoulder of the patient during surgery without any implant. The other x-rays taken between 11:25 and 12:06 hrs. Show the patient¿s shoulder after the implantation of the devices with slight different projection angle. It can be clearly observed that there is a mismatch between the head position and the patient bone. The head is protruding on the medial side and does not cover the bone on the lateral side. Comparison of the x-ray taken at 09:28 hrs. With the one showing the final implant it can be observed that the "stem" in the first image is not aligned the same way as the final implant. The x-ray taken at 09:28 hrs. Shows that the "stem" is misaligned/tilted compared to the humeral canal. In the x-rays with the implant it can be observed that the stem is implanted parallel to the humeral canal. Additionally, it seems that the final implant is deeper in the canal compared to the stem in the first x-ray. The last sentence cannot be confirmed due to the slight difference in projection angle and zoom between the images. - the surgical report of revision surgery dated (B)(6) 2016 describes that the patient has arthrosis on the glenoid side of the join after implantation of a stem-free hemi prosthesis (only humeral side of the joint was replaced by sidus implant). The revision surgery describes the explantation of the sidus head and anchor and implantation of an anatomical shoulder domelock prosthesis. The report describes the removal of the sidus head and anchor without bone loss. Afterwards the bone is resected and the humeral canal is rasped until size 10.5. Insertion of the trial stem and head trialing is performed. A head size 46 is chosen. The domelock system is inserted in the trial stem and the trial head placed of on the domelock. The 12 h mark is exactly medial. The pin is put in the dome lock system. The head and stem are assembled on the side table. Coverage of the humeral resection and glenoid preparation and implantation of a medium size glenoid are performed. Attention is then given again to the humerus. The sutures for the muscles are prepared. Implantation of the stem-head construct is implanted. It is noted that the stem subsided compared to the trial. X-ray control. The humeral head is tilted and it is mentioned in the report that this could be due to the failure of the domelock system or of the stem subsidence. Some corrections are done and then he surgery is completed. Root cause determination using dfmea: incorrect relative assembly of head construct and stem make assembly into bone difficult or impossible due to surgeon incorrectly aligns the definitive domelock head and t-dome or dome, based upon the relative alignment identified using trials => possible: it is possible that there was an incorrect assembly of the dome with the head and this caused the difference with the resection plane once implanted. Incorrect relative assembly of head construct and stem make assembly into bone difficult or impossible due to surgeon incorrectly aligns the assembled domelock head and t-dome or dome to the stem (i.e. 180 degree misalignment) => possible: it is possible that there was an incorrect assembly of the dome with the head and this caused the difference with the resection plane once implanted. Additionally, it can be observed in the x-ray taken at 09:28 hrs. That the stem/rasp is misaligned/tilted compared to the humeral canal. This is not observed once the definitive implant is implanted. It is also noted in the surgical report that the definitive stem subsided compared to the trial. It can be concluded that the reported issue could probably arise from the difference in trial (or rasp) and definitive stem position and alignment. An additional possibility is that the assembly of the head and domelock system was deviated (e.g. Dome not sufficiently pre-fixed, alignment of the head not correct,...). However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).